Manufacturer narrative:
Additional information: h6, h11 (investigation results). No additional information was received. Investigation conclusion: the reported event is non-verifiable. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
The device associated with this event is related the same patient referenced in (MFR. Report # 2032493-2025-00128) and (MFR. Report # 2032493-2025-00131). This additional report is provided based on additional information received as described below. Additional information was received reporting that the case was attempted again on (B)(6) 2025 using other devices, including a via-17 and headway-17 catheters. The physicians were again unable to gain access. The patient remains well and has been referred for neurosurgical review. No images were provided but were requested. There was no report of device malfunction. Vessel anatomy was tortuous and more challenging around the targeted site. Microvention has requested information to confirm if this latest surgical event occurred due to the patient condition and no device relatedness.